Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein patient's ipg was explanted and replaced. Therapy was restored after surgery.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Reportedly, patient underwent an unrelated surgery on (B)(6) 2019 and surgery mode was not turned on. The clinician programmer was unable to recover the ipg.